Manufacturer narrative:
(B)(4). Per the instructions for use, valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a pulmonic valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, it was reported that the sapien 3 valve was implanted in a surgical reduced pulmonic valve at the intended position with good results. However, the sutures of the surgically reduced native valve tore and the sapien 3 valve migrated into to the right ventricle. The sapien 3 valve was explanted and a surgical valve was implanted. There was no allegation or indication that the events were related to a sapien 3 valve malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a pulmonic valve replacement procedure, a 29mm sapien 3 valve, implanted via the transapical approach, migrated into the ventricle. A mini thoracotomy was performed and the native pulmonic valve was surgically reduced in size with sutures. The sapien 3 valve was then deployed in the intended position. Following valve deployment, the sutures previously placed to reduce the pulmonic valve ruptured and the sapien 3 valve migrated into the right ventricle. The procedure was converted to open surgery and the sapien 3 valve was explanted. A surgical valve was implanted. At the time of this report, the patient was in stable condition. No device malfunction was reported. It was perceived that the torn sutures contributed to the migration of the sapien 3 valve.